Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation should additional information become available, the evaluation summary will be submitted in a supplemental report. Lot specific voluntary recall v40 - recall - (B)(4) was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2009, the patient underwent a total left hip replacement and was implanted with an lfit anatomic v40 femoral head and accolade tmzf hip stem. It is further alleged on or about (B)(6) 2017 he underwent a removal of his left total hip and was inserted with an antibiotic spacer. Allegedly during the procedure the surgeon "confirmed the presence of significant trunnionosis and metal debris" and encountered "copious amounts of thick material, thick pus that had the appearance of vanilla pudding .. [Which was} very dense.. And tracked directly down the joint."